Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, no moisture was found under the display lens or battery compartment. A leak was found in the display lens. The pump was opened to find moisture. The display lens was scratched.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. It was alleged the display was scratched and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.